Event description:
It was reported that the doctor attempted manipulation. Patient was tight in flexion. Chose to operatively loosen tendons. Removed liner and replaced with another liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding reduced range of motion involving a shapematch cutting guide was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Additionally, patient medical records were not provided for review. Device history review indicated that all devices were accepted and manufactured with no reported discrepancies. A search of the complaint databases indicated similar events have occurred for the us shapematch cutting guides. Conclusions: voluntary recall ra 2012-171 were initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported reduced range of motion is considered to be under the scope of this recall. As a result of an internal nonconformance the following root causes were identified: inadequate design controls; inadequate user training and insufficient quality control measures.

Event description:
It was reported that the doctor attempted manipulation. Patient was tight in flexion. Chose to operatively loosen tendons. Removed liner and replaced with another liner.